Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd posiflush¿ saline syringe "there was 1 (one) filled syringe with brown spots (mold) near the syringe tip." There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: investigation comments: all our inspections performed while manufacturing this batch were accepted. A sample was received. First it was sent to the bd co quality lab for testing to confirm if the fm is mold. Test results confirmed that there is no mold. The sample came with packaging flow wrap. It has the plunger rod-rubber stopper, the tip cap and the saline solution. The barrel label confirms the lot#7206563. The syringe has fm in the luer area, the fm is brown color. The sample is to be sent to a lab to perform an ftir to determine what type of fm is. Report states as follows:¿ dark reddish material on the surface of the luer. This material appeared to have small, bright metallic particles mixed in with darker reddish material. Ftir analysis was completed on this material, but no spectrum was acquired. These observations lead me to believe that this material is rust or metallic in nature. Metallic particles do not yield a spectrum using ftir analysis.¿ there were no documented issues for the complaint of batch 7206563 during this production run. Investigation conclusion: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. Update mar07, 2018. The sample will be sent to a lab to perform an ftir. This report will be updated when the ftir results become available. Update mar14, 2018. Based on the lab analysis. We have rust material. Possible coming from the sterilizer fan.